Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. The reported patient effect of hematoma is listed as a known adverse event associated with use of suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left heart catheterization. Reportedly, during proglide knot advancement, the knot stalled above the arterial wall. A hematoma was noticed. A 7f sheath was placed, yet bleeding around the sheath continued. Manual arterial compression was used to treat the hematoma and stop the bleeding. A femostop was used to achieve hemostasis. Hospitalization was prolonged. A clinically significant delay in the procedure and therapy was reported. No additional information was provided.